Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports an abscess and swelling in this immediate extraction site. A rpd lower arch was placed. There were no reported post-operative complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports an abscess and swelling in this immediate extraction site. A rpd lower arch was placed. There were no reported post-operative complications. (B)(4).